Event description:
Pt had poly core revised after pt fell and fractured his tibia.

Manufacturer narrative:
Poly core not returned for evaluation. Device wear after 9 yrs is anticipated. Device replaced as matter of opportunity secondary to the procedure to address tibial fracture.